Manufacturer narrative:
Additional information was received on 11/18/2019. The explant was rescheduled from (B)(6) 2019 (originally reported date) to (B)(6) 2019. The mentor failure analysis lab on 11/26/2019 received the device for evaluation. The analysis has begun but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 17, 2020. When the device was explanted it was replaced with a mentor smooth round implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. During visual inspection of the device no apparent damage was found. No anomalies were observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.